Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2008 and (B)(6) 2010 to treat symptomatic vaginal prolapse with stress urinary incontinence. It was also reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced irritable bladder symptoms, urinary tract infection, and urinary incontinence. It was reported that patient underwent tvt revision on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital.